Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 71-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. When the patient arrived to the intensive care unit (ICU) from another hospital, the pump was noted to be pulled back and shallow causing hemolysis. The device was repositioned. The post-procedure outcome is unknown. The impella functioned at p-2 at 1.3l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem); d4(catalog, serial); d10(concomitant med products) b1: ticked to capture malfunction problem the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis. The cause of the positioning issue was most likely use related due to the pump pulled back during transport to another hospital and impella became in mitral valve shallow.

Event description:
An impella cp device was inserted into the right femoral artery in a 71-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. When the patient arrived to the intensive care unit (ICU) from another hospital, the pump was noted to be pulled back and shallow causing hemolysis. The device was repositioned. After nine days on support, the family withdrew care and the patient expired. The impella functioned at p-2 at 1.1 l/min as intended. The reported hemolysis may be influenced by the patient's underlying cardiogenic shock and/or the reported malposition of the device. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
Additional information has been received causing this event to be reclassified as a death. B1, b2, b5, and h1 have been updated to reflect this information. H6, health effect impact code, has been updated to f02, death, and f1904, device reposition. No device or logs were returned for analysis. The cause of the hemolysis was not determined due to lack of clinical details, product or data logs. The cause of the positioning issue was most likely use related due to the pump pulled back during transport to another hospital and the impella became shallow in the mitral valve. The pump passed all post sterile inspection checks.